Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd¿ insulin syringe malfunctioned as the needle seperated. " I found that the needle half in medical bottle and the needle holder came out." There was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that before use a bd¿ insulin syringe malfunctioned as the needle seperated . " I found that the needle half in medical bottle and the needle holder came out." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Additional information: samples were received and evaluated. Investigation summary: evaluation at franklin lakes; customer returned (1) 1cc, 6mm, 31g u40 insulin syringe in an open poly bag from lot # 7226969. Customer states that the needle half was in the bottle and the needle holder came out. The returned syringe was examined and exhibited a separated cannula. The loose cannula was returned in the shield. The barrel was examined and exhibited adhesive runoff onto the side of the barrel. Little adhesive was observed inside the barrel. The loose cannula was also examined and exhibited adhesive on the cannula shaft. Sample was forwarded to manufacturing (holdrege) on 13jul2018 for further review. On 18jul2018, holdrege received one (1) 1ml, 6mm, 31g u-40 syringe in an opened polybag from batch# 7226969. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. No additional findings at this time. CAPA 226773 was initiated by the holdrege plant to address 1ml customer complaints, including bent cannula and cannula separates, and their associated root cause(s). Batch# 7226969 was manufactured prior to implementation of any corrective/preventive actions, therefore, no additional actions at this time. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (cannula separates and adhesive runoff). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use a bd¿ insulin syringe malfunctioned as the needle seperated. "I found that the needle half in medical bottle and the needle holder came out." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Manufacturer narrative:
Investigation summary: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7226969. All inspections were performed per the applicable operations qc specifications. There were fourteen (14) notifications [200710876, 200710858, 200710872, 200710810, 200710857, 200710875, 200710503, 200710425, 200710300, 200710515, 200710874, 200710478, 200710329, 200710859] noted that pertained to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle break off in vial and the 1st related complaint for needle hub separates on lot # 7226969. Based on the samples / photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.